Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bleeding and oozing under their breasts due to rubbing. Patient also noted they have an allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician bandaged the area and prescribed multiple ointments for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.